Manufacturer narrative:
The biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) went out and could not be powered on. Ts found that this was an issue with the power brick failing which supplies power to the display. After replacing the power brick and setting the correct resolution for the secondary display, they were able to launch the cns software. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) went out and could not be powered on. Ts found that this was an issue with the power brick failing which supplies power to the display. After replacing the power brick and setting the correct resolution for the secondary display, they were able to launch the cns software. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) went out and could not be powered on. Nihon kohden technical support (nk ts) found that this was an issue with the power brick failing which supplies power to the display. After replacing the power brick and setting the correct resolution for the secondary display, they were able to launch the cns software. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: based on the available information, a definitive root cause could not be identified. Possible causes of the power brick failure are power surges and wear and tear of the power brick. After power was restored on the display monitor, the cns gave a "display resolution error" message. Issues with displaying the cns application, such as a display resolution error, may occur when the resolution setting for the display is not compatible with the cns software. A cns using the new gui uses a screen resolution of 1920x1200 while a cns using the old gui uses 1280x1024. As the display monitor had improperly shutdown, it is likely that the custom display resolution setting on the monitor had reverted and needed to be corrected. After the display resolution was corrected, the issue of the "display resolution error" was resolved. The event is related to the failure of a power brick. There is no malfunction of the cns device. No corrective actions will be performed at this time.

Event description:
The biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) went out and could not be powered on. Nihon kohden technical support (nk ts) found that this was an issue with the power brick failing which supplies power to the display. After replacing the power brick and setting the correct resolution for the secondary display, they were able to launch the cns software. No patient harm was reported.